Event description:
It was reported that bd insyte autog bc needle pierced the catheter resulting in difficulty threading and retraction failure. The following information was provided by the initial reporter: needle would not retract; catheter would not advance. Button was jammed. Had to manually remove needle & catheter after needle and catheter were removed, catheter was punctured/split when being pulled out of the pts vein. This resulted in bruising/bleeding and another IV stick for the patient. Injuries or adverse event: no. Are you able to provide the dates of the events in the format of mm-dd-yyyy? 10/21/24

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4116721. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.